Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2002 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient missed her pump refill and a pump alarm sounded. The patient was admitted to the emergency room. The patient had symptoms of increased baseline spasticity. The drug in the pump was baclofen. It was later reported that the patient had abdominal pain, diarrhea, and back pain in addition to running out of her baclofen. When examined, the patient was lethargic but answered questions. The patient was given oral baclofen and the patient's diarrhea improved. A computed tomography scan was performed on the abdomen. The results found asymmetric enlargement of the left paraspinal muscles at the level of the spinal stimulator. There were discrete areas of intramuscular fluid and overlying subcutaneous stranding and edema. The differential diagnoses included cerebrospinal fluid leakage at the catheter site, intramuscular abscess, and hepatoma. It was noted that the patient had mild duodenal and anal wall thickening "likely representing chronic inflammation." Bilateral renal cortical scarring with minimal hydronephrosis of the right kidney was noted. There was an increase in the number of normal in size retrop eritoneal lymph nodes. The patient's pump was refilled.